Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient woke up one night to go to the bathroom and noticed the white wire dangling down and it fell into the toilet. Patient did not like the fact that the wire fell into the toilet so they pulled on it, ended up pulling too hard, and wire came out. Patient went to the emergency room and the doctor finished removing the remaining lead and advised the patient to contact their doctor. Patient wanted to point out that they don't blame this occurrence on anyone but themselves. Patient wished the white wire had been taped up so it was not dangling because they said it was hard for them to maneuver and control it while using the restroom and going about their daily life. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# 51022347, product type: screening device. Product ID: 3057, lot# 51022347, product type: screening device. Additional review indicates information previously reported in manufacturer's report #3007566237-2017-01832 pertains to this manufac turer's report. Any additional information received related to this issue will be reported under this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the issue with the dangling lead had been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 305901, lot# 51022247, product type: screening device. Product ID 305901, lot# 51022247, product type: screening device.

Event description:
Additional information received as healthcare professional mentioned that leads were removed completely and they moved with stage I implant.